Manufacturer narrative:
One used and one unused sample were returned for eval. Visual examination (7x magnification) found no defects at the distal end of either catheter. No nicks or cuts were found. ID and od were within specification. Lot number of used sample unknown but lot number on unused sample was given and the history checked. All findings were unremarkable. Break strength characteristics were within specification. Co is unable to determine a cause for the reported problem. It may be that some anatomical peculiarity of the pt caused the event.

Event description:
While placing a uvc (arterial) in a baby, it curled/backed up, necessitating a replacement. The incident was confirmed by the use of x-ray. No injury was reported due to this event: however, the customer is concerned about the time involved during catheter replacement.